Event description:
Reportedly a 7000tfx, 25mm was described as, ¿ started to implant but decided not to, due to valve did not work/defective. No additional information was provided.

Manufacturer narrative:
Started to implant but decided not to, due to valve did not work/defective. Evaluation summary: characteristic markings on the valve indicate a suture was looped around commissure 3. Suture track and permanent indentations were present on the free margin and cusp of leaflets 2 and 3. These indentations were most likely left by a suture that was tied tightly down and against the posts at the cusp 3 commissure, thus leading to a gap at the coaptation region. No visible inconsistencies were noted in the x-ray. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information; however, no additional information was provided, device was returned for evaluation.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 280 mg/dl, 434 mg/dl and 115 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.